Event description:
On (B)(6) 2010, pt reported having some issues with his down arrow button not functioning properly on his backup infusion device. Pt stated he noticed the issue while he was attempting to deliver a bolus. Pt reported the button was not functioning properly over a year ago. Pt stated the button pops back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.